Event description:
The physician reports explanting the crystalens, secondary to the patient's complaints of halos, dissatisfaction with near vision, color perception, and vision distortion. The patient's preoperative bcva was 20/30 with mrse of +2.50 - 0.50 x 096. Postoperatively, mrse improved to -0.50 sph, however, bcdva decreased to 20/80. The lens was explanted and exchanged for a different lens model and the bcva improved to 20/20.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue.